Event description:
It was reported that during an unspecified surgery "blood was backed up into the pressure gauge" of a foot control device. Allegedly, there was a 5 minute delay in surgery. An identical spare device was available and the surgery was completed successfully. Per the reporter, no injuries or medical intervention were reported. During pre-testing of the device, it was observed that oil contamination and a damaged gauge were observed, all available information has been disclosed. Should additional information become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending engineering evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device has been returned. Reliability engineering evaluated the device. During functional testing it was observed that the foot control had oil contamination and a broken pressure gauge. Evidence suggest this was due to improper handling. If additional information should become available, a supplemental report will be sent accordingly.